Event description:
It was reported by service report that the fowler could not be lowered flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler actuator weldment box bearing support. This unit was used for trial purposes.